Event description:
A pt reported that the meter would keep prompting pt a not ok message. This issue was not resolved with troubleshooting. Pt also reported an undefined issue where the meter began counting down from 14 to 0 before pt had a chance of placing blood on the strip. This issue was also not resolved with troubleshooting. Replacement meter was sent to pt. No further info has been reported.